Manufacturer narrative:
.

Event description:
It was reported that the pump was explanted and replaced 7 days after implant because the pt was not getting any efficacy. Since the pump was replaced, the pt was "well relieved". The pump was used to deliver lioresal.